Event description:
This device was explanted due to premature eol. The battery voltage was 2.2 and there were 218 total charges on the device.

Manufacturer narrative:
(B)(4) 2013 - the analysis from the manufacturer is pending. (B)(4) 2013 - updated MDR to account for the receipt of the device on (B)(4) 2013. (B)(4) 2014.

Event description:
This device was explanted due to premature eol. The battery voltage was 2.2 and there were 218 total charges on the device.

Manufacturer narrative:
(B)(4), 2013;the analysis from the manufacturer is pending. Device has not been returned.

Event description:
This device was explanted due to premature eol. The battery voltage was 2.2 and there were 218 total charges on the device.

Manufacturer narrative:
(B)(4) 2013. The analysis from the manufacturer is pending (B)(4) 2013. Updated MDR to account for the receipt of the device on 11/21/2013.